Event description:
It was reported that the user attempted to pair and use foreign-manufactured freestyle libre 3+ sensors with the ilet ecosystem and experienced an incompatible sensor alarm despite app restarts and reinstall attempts during virtual pump training. Symptoms included no adverse clinical effects and no alerts or alarms related to glycemic events. Outcomes included the user discontinuing attempts with the incompatible sensors and deciding to transition to a different continuous glucose monitoring system. Investigation included customer education and troubleshooting of the mobile application and sensor compatibility. Investigation of this case revealed that the sensors were not compatible with the ilet-supported software due to regional differences in sensor versions and associated technology. It was concluded that the event was due to use of an incompatible third-party sensor variant and not a malfunction of the ilet system.